Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the device confirmed a "check force sensor" error. Internal examination of the device showed the force sensor cable and plunger printed circuit board were damaged. These components were determined to have been caused by damage during use.

Event description:
It was reported the device gave a "force sensor test failure" error alarm. No adverse effects reported.